Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID 0x2890 and issue was not preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, cts arranged replacement pump, confirmed shipping details, instructed customer to place pump in storage mode before returning it with a prepaid label, and advised customer to reenter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.